Manufacturer narrative:
Manufacturing site evaluation: the devices were received decontaminated. Two of the received drills were broken within the windings. Seven of the drills were bent. Investigation performed visually using the digital miscroscope vhx-600 by keyence. Hardness testing was completed. Results indicate the products hardness is within specification. The failure of the drills is user-related; mechanical overload is the root cause of the failure. Corrective/ preventive action: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative drills are flexible and one piece broke during operation, the broken part stayed in the patient and it was impossible to get it back from the patient, therefore doctor must perform another operation. Related to MDR 2916714-2015-00811.

Manufacturer narrative:
Manufacturing site evaluation: the devices were received decontaminated. Two of the received drills were broken within the windings. Seven of the drills were bent. Investigation performed visually using the digital miscroscope vhx-600 by keyence. Hardness testing was completed. Results indicate the products hardness is within specification. The failure of the drills is user-related; mechanical overload is the root cause of the failure. Corrective/ preventive action: not applicable.